Manufacturer narrative:
(B)(4). No devices received, log review only. The customer's request for a long review was completed; however, no device malfunction has been alleged. Review of the pcu device logs confirmed on (B)(6) 2014 at 10:15 pm the user programmed the pca device using guardrails drugs for the drug fentanyl as a standard concentration (10mcg/ml) and started the infusion. Between 10:17 pm and 6:17 am on (B)(6) 2014, a total of 12 pca doses was delivered. On (B)(6) 2014, at 2:20pm, the user began programming another fentanyl infusion as a standard concentration (10mcg/ml); however, the drug selection was cancelled. The user then selected fentanyl as a high dose concentration (50mcg/ml), pca only, and started the infusion. Between 2:33 pm and 6:08 am on (B)(6) 2014, 73 pca doses were delivered. The user changed the fentanyl back to standard concentration (10mcg/ml) on (B)(6) 2014, at 6:10 am. The root cause of the customer's experience was user programming.

Event description:
Customer requested an event log review to determine a drug ID and if and when there was a pca concentration change on fentanyl from 10mcg/ml to 50mcg/ml. The customer reported the intended concentration was 10 mcg/ml. Sometime during the infusion, the concentration was changed to 50 mcg/ml, resulting in significantly lower dose per pca request causing an under infusion. The patient then requested additional clinician administered doses. The physician was alerted and the infusion was reprogrammed to the intended concentration of 10 mcg/ml. No patient harm reported.